Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to oxygen blending module problem. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to oxygen blending module problem. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device was returned unrepaired per customer request. Additionally, incoming inspection per pur5103123 shows device has damaged handle, and is missing its detachable battery, power cord, and threaded cap. Ctq inspection shows no damaged components.